Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site:(B)(4) manufacturing site: (B)(4).

Event description:
It was reported that patient faced infusion set leakage on (B)(6) 2026. The infusion set been in use for less than twenty-four hours. The leakage was at the site.